Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA:(B)(4).

Manufacturer narrative:
Additional information: there was 1 investigation completed during this period. Breakdown of 1 investigation with respective serial numbers is as follows: the serial number is unknown and there was no product returned. Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified. Manufacturing record review a review of the records could not be performed as the product lot/serial number was not provided. Conclusion: based on the investigation, no product deficiency could be determined. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of 7 events is as follows: cosmetic issues, 2; cosmetic issues,difficult to use, 1; difficult to use, haptic damaged,lens damaged, 1; difficult to use,lens damaged, 1; haptic detached,stuck in cartridge, 1; lens damaged, 1. Serial number of the suspect product: (B)(4), 1; (B)(4), 1; (B)(4), 1; (B)(4), 1 ; unknown, 3. 6 investigations were completed and 1 investigation is pending from this period. Breakdown of 6 completed investigations: (B)(4), no product returned; (B)(4), stuck in cartridge; (B)(4), haptic detached,stuck in cartridge; unknown, no product returned; unknown, no product returned; (B)(4), no product returned. The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. PMA/510(k): this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis 1-piece iol with tecnis simplicity model dcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 7 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.